Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on november 06, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2017.